Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the nurse in the oncology unit was in the process of putting the safety clamp in the pump module when the tubing came apart at the connection of the pump segment to the safety clamp and normal saline leaked. The set was attached to the patient at the time of the event. There was no patient harm.

Manufacturer narrative:
The customer¿s complaint of tubing came apart at the connection of the pump segment and leaked was confirmed. During visual and microscopic inspection, it was noted immediately that pvc tubing was completely separated from the lower fitment. Functional testing was not necessary as it is obvious that a leak would occur as a result of the separation. The root cause of the leak was identified as a manufacturing issue due to no solvent being applied at the junction of the pvc tubing.

Event description:
The customer reported the nurse in the oncology unit was in the process of putting the safety clamp in the pump module when the tubing came apart at the connection of the pump segment to the safety clamp and normal saline leaked. The set was attached to the patient at the time of the event. There was no patient harm.